Event description:
The reporter stated the surgeon implanted at 12.5mm icm125v4 implantable collamer lens in pt's right eye on (B)(6) 2012. The lens was exchanged on (B)(6) 2012, due to excessive vault. The lens was exchanged for a shorter lens. This resolved the problem.

Manufacturer narrative:
(B)(4).